Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, the patient complained about glare. The iol exchange was performed in secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only a small portion of the lens with an attached undamaged haptic was returned in the lens case for evaluation. Blood and solution was dried on the returned lens portion. The lens was cut into portions, typical of insertion and removal. A large portion of the cut lens including the other haptic was not returned for evaluation. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).